Event description:
Customer called on (B)(6) 2012 reporting of a fluid leak inside the beckman coulter coulter lh 750 hematology analyzer but was unable to locate the source of the leak. Customer was wearing personal protective equipment consisting of a lab coat, face shield and gloves during the event and no exposure or injury was reported. Customer stated that no erroneous results were generated or reported as a result of the leak. There was also no change to patient treatment attributed to this event. Field service engineer (fse) was dispatched and found a hole in the tubing through vl48. Fse replaced the tubing through vl48 and repairs were verified per established procedures. Root cause of the leak was attributed to a hole in the tubing through vl48. Tubing through vl48 is the drain for the diff mixing chamber. Blood, controls, lyse, clenz or diluent can be present at the tubing through vl48.

Manufacturer narrative:
(B)(4).